Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2019-01591. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention occurred on (B)(6) 2019 during which the existing leads were repositioned. Effective therapy established postoperatively. Issue resolved